Manufacturer narrative:
The product was not returned for evaluation. A review of the DHR for the lot was performed and no issues were noted during manufacturing and no issues were noted during manufacturing and all finished goods testing requirements were met prior to lot release. Retain samples from the same lot were tested for finished goods testing, including suture tensile strength and needle attachment testing. Test results show that all retain samples passed. Investigations performed did not reveal any issues with the product and the report could not be substantiated. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "during a procedure, the needle detached from the thread and situated itself within the patient skin, a small incision was needed to remove the needle."